Manufacturer narrative:
Date of event is unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that when the customer was putting air in the cuff, a leak was observed. No patient injury. No additional information is available for this complaint.

Manufacturer narrative:
Device evaluation: one used device and two photographs were submitted for investigation. Visual and functional testing confirmed the complaint when a leakage was detected between the check valve and the pilot balloon. It was determined the inflation line leakage had a potential cause of there not being enough solvent at the joint. A review of the device history record (DHR) shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. All mitigations on placed were verified and it was confirmed has been executing according, it will be continue monitoring this failure condition in this product for threshold or escalation. The customer complaint notification to the production personnel as awareness to the failure mode was also reported.